Manufacturer narrative:
No product was returned for evaluation. Review of the device history was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in direct cervical arterial punctures. The angio-seal device IFU state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported in a literature article published in another country that the angio-seal was used in 1 case following percutaneous puncture in the vertebral artery or carotid artery for evaluation of the intracranial circulation. The reasons for the direct cervical approach were listed as vessel tortuosity, aortic pathology, femoral artery occlusion, or a too-long access route for treating an arteriovenous malformation. It was uncertain which reason prompted this case. After cervical arterial access was made, the 8f sheath delivery system was secured to the patient's skin and the site was maintained with continuous saline flushing. An initial bolus of heparin 5, 000 iu was given followed by continuous infusion of 2,500 iu per hour. At the end of the procedure, protamine, dose unk, was given to reverse the heparin. The sheath was removed and angio-seal was used to seal the arteriotomy. Intubation was continued for 24 hours as a cervical hematoma developed. Surgical intervention was required to evacuate an airway obstruction that developed. The patients recovered without permanent neurologic deficit.